Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 444 mg/dl. The customer's husband stated that insulin did exit during a 5.0 unit fixed prime. The infusion set cannula was not found bent upon its removal. The customer declined to run an additional 5.0 unit fixed prime to determine if the cannula or site connection was occluded. The caller was advised that the issue may have been a possible insertion site problem, possibly due to a bent cannula or a site/infusion set occlusion. She was advised to monitor the insulin pump and to change the infusion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.